Event description:
It was reported that during a laparoscopic gastric band procedure, while the surgeon was inserting the gastric band through the trocar, the distal valve came loose and went into the abdomen. The surgeon was able to retrieve the valve. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The analysis results of the device found that the device was received with the duckbill out of position and missing. One potential cause for the damage found may be the snagging of an instrument during insertion. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch history records were reviewed with no anomalies noted during the manufacturing process.